Event description:
Reportedly, there was a fire during a case. The details of which have not been made available. The facility stated they will not release any event details because of hipaa.

Manufacturer narrative:
Date of initial report: 6/23/2005.